Event description:
A customer had a problem with a peg kit. The customer reports upon removing the peg tube from the patient, the booster came loose from the shaft of the tube and had to be extracted from the stomach. There was no patient injury.